Event description:
It was reported that on inserting the grasper into the operative channel the doctor experienced difficulty. On withdrawing one scope from the uterus, it was visible that the sheath's operative channel had been torn. A second sheath was pulled and this time the instrument slid down the side of the channel and came out alongside the scope. The twizzle tip electrode was introduced and once again upon withdrawal of the scope the channel was noted to have been torn.